Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had an issue. A field service engineer reseated cables and also cleaned out the tray on the drawer and also replaced the retractor band on the machine, cleaned cables on the back of the drawer, and reseated all cables to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that the malfunction caused a delay to the patient care and the user tried to reboot, but still the issue was persisting. There were no adverse events or injuries reported based on this event.